Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: ext, model: 6372, UDI: (B)(4), serial: (B)(6), batch: 6093960.

Event description:
It was reported the patient was experiencing high impedances on 3 of the electrodes. Surgical intervention was undertaken wherein the extension was explanted and replaced to address the issue. Note : it is unknown which extension is related to this issue.